Event description:
It was reported that the site's programming wand's battery required replacement prior to each use. Good faith attempts to obtain the troublesome device and additional information have been unsuccessful to date.